Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the subclavian artery with moderate calcification, moderate tortuosity and 80% stenosis. The 8x40 mm absolute pro self expanding stent system (sess) stent became exposed during the procedure but could not deploy or be released. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported partial activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent returned fully deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately tortuous, moderately calcified, 80% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the noted device damages (bunched jacket, flared and indented tip, kinked sheath), resulting in the reported activation/deployment failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted torn sheath, ultimately resulting in the material separation of the sheath, likely contributing to the reported difficulties. Further manipulation of the compromised device during removal likely resulted in the noted stent damages (stretched and overlapped struts) and noted twisted inner member. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.